Event description:
Information received by medtronic indicated that the customer stated crack on the battery compartment. Troubleshooting was performed. The customer also stated the pump shows sign of the physical damage. No harm requiring medical intervention was reported. The customer will discontinue using the device. The pump was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for an alleged unexpected on/off and cosmetic damage located at the battery compartment found on (B)(6) 2019. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump powered up properly after battery installation. The pump passed the displacement test, sleep current measurement, active current measurement and self test. The pump was monitored for several hours and no unexpected pump on/off noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, low battery alert was recorded and found in the formatted history file on: 09/10/2019 08:25:01.000 insert battery alarm was recorded and found in the formatted history file on: 09/10/2019 09:01:09.000 battery removed (84) insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 13-oct-2022 at 6:56:00 pm. There was no power data available for the date of 10-sep-2019. Unable to check power data for low battery alert. Please see below for pump errors/alarms noted 1 week prior to the event date 16-sep-2019 in the formatted history file.  Pump error 4 alarm (filenumber 32010 linenumber 2725) was recorded and found in the formatted history file on: 09/11/2019 18:18:44.000 pump error 15 alarm (file number: 30 line number: 213) was recorded and found in the formatted history file on: 09/11/2019 18:18:46.000 pump error 4 alarm and pump error 15 alarm were confirmed according in the formatted history file due to software error. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the electronic assembly, force sensor, motor and vibrator assembly noted. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. Cosmetic damage was confirmed at the battery compartment. Unexpected pump on/off was not confirmed. Pump error 4 alarm and pump error 15 alarm were confirmed according in the formatted history file due to software error. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.